Event description:
It was reported that while using the excelsius gps system, the case was aborted due to the robot becoming unresponsive, and screws were then placed without robot.

Manufacturer narrative:
The case logs were provided but inconclusive, so no investigation could be performed. The observed overall risk level is low, which does match the anticipated risk level. Therefore, the overall risk of the system has been maintained and there is no further investigation required. No determinations could be made as to the cause of the reported issue.